Event description:
It was reported that during the update to d.00, the cardiosave intra-aortic balloon pump (iabp) unit no longer charges the batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number :(B)(6).

Manufacturer narrative:
In order to fix the issue, the getinge field service engineer (fse) replaced the power management board. The fse then checked all functional and safety checks to meet factory specifications.

Event description:
N/a.